Manufacturer narrative:
The device was returned to edwards lifesciences for evaluation. The initial visual inspection of the returned esheath revealed that its distal tip was severely torn. The liner was fully expanded. No liner tears along the sheath shaft were observed except for the ones on the distal tip. Investigation of this event is ongoing.

Event description:
As reported by our (B)(4) affiliate, during a transfemoral tavr procedure, the 14fr esheath distal sheath tip was observed to be damaged (¿about to be separated¿) upon removal of the device. It was reported that no more resistance than usual was felt while inserting and/or removing the sheath. After removal of the sheath from the patient¿s body. There was no consequence to the patient.

Manufacturer narrative:
A tear was found at sheath distal tip. No other abnormalities were observed. The sheath liner expanded normally. No relevant dimensional testing could be performed to identify a potential manufacturing non-conformance. No relevant functional testing could be performed due to the damaged condition of the returned device (sheath distal tip tear). A device history record (DHR) review did not reveal any manufacturing related issues that could have contributed to this complaint. A lot history review was performed and revealed no other similar complaints. A review of the complaint history revealed that the occurrence rates did not exceed the december 2016 control limits for the trend category of ¿damaged¿. The reported distal sheath tip torn was confirmed through visual inspection of the returned device. A clean vertical break was present at the distal tip, indicating that the vertical score on the sheath tip was present on the returned device. Distal tip tearing was previously investigated by edwards lifesciences. Engineering studies performed for similar events confirmed that the likely root cause of radial tears in the esheath distal tip is insufficient/improper ID scoring at the distal tip during the distal tip scoring process and this process was updated. In this case, it is likely that a manufacturing issue (insufficient/improper ID scoring at the distal tip) contributed to the complaint. It is important to note that the tip tear did not result in separation of any material and there was no injury to the patient. A manufacturing defect was confirmed on the returned sample. Awareness training was performed after the completion of the scoring operation of the affected lot. No further corrective or preventative action is required at this time because this is an issue with low criticality and low occurrence. Trending for this issue will continue to be monitored.